Event description:
The user were sitting in a wheelchair using the head band. As the manual and the warning on the head band was not followed, the head band came around the neck of the user, which could not get air. It could have caused suffocation.

Manufacturer narrative:
This information is also sent to the (B)(6). The (B)(6) has closed this case, as the manual and warning was not followed.